Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeled adhesive around objective lens and light guide lenses. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around objective lens is peeled. / adhesive around lg lens is peeled. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.